Manufacturer narrative:
H3 other text : service quote has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation and the cause of the reported issue could not be determined.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator failed the self-test. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.